Manufacturer narrative:
The manufacturer previously reported a failure of the bulk capacitor. The bulk capacitor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the bulk capacitor failing was found to be due to a short resulting in the v_bulk line to be too low to power on the device.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's bulk capacitor was replaced to address the issue.